Event description:
Provider was using thunderbeat cautery while operating (hysterectomy). After a few uses, the machine stated the device was damaged. The device was inspected at field and found to be damaged. It was taken off field and a new device was given. The new device worked the duration of the procedure. There was no harm to the patient.